Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), asthenia ("my energy is through the roof") and hypersensitivity ("allergies"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, asthenia and hypersensitivity had resolved. The reporter considered asthenia, back pain and hypersensitivity to be related to essure. The reporter commented: she had removed essure in april. Amendment: the report was amended on 14-feb-2019 for the following reason: significant change done. Ccc added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), asthenia ("my energy is through the roof") and hypersensitivity ("allergies"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, asthenia and hypersensitivity had resolved. The reporter considered asthenia, back pain and hypersensitivity to be related to essure. The reporter commented: she had removed essure in (B)(6).